Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was retrieved at 2/3 deployment and fully deployed into the descending aorta due to the patient's blood pressure drop. It was found that the amplanz super stiff guide wire perforated the left ventricle causing tamponade. Subsequently, the case was aborted and converted to open chest procedure. It was reported that the valve and delivery catheter system (dcs) functioned correctly but that the wire was the cause of the perforation. A surgical valve was then successfully implanted with no other adverse patient effects. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)